Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to improper handling by the user facility, leading to broken fibers, dents on the objective frame and outer tube, a cracked video connector, and failed light transmission. There are no countermeasures necessary for the suggested phenomenon because the associated risk is acceptable. The manufacturer will monitor the occurrence rate in the context of the utilized quality management system. If necessary, the manufacturer will take action in the future. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that when using a video telescope "endoeye hd ii", 10 mm, 30°, autoclavable, there was a green image. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (green image) was confirmed. Additional evaluation results were as follows: there was a crack on the distal fibers, there were dents on the objective frame and outer tube, stains under the light guide cover glass, cracks on the video connector side and edges, and failed light transmission. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.